Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting ventricular oversensing with loss of output post implant. The physician elected to program the ventricular channel to unipolar mode.